Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare professional that the drill got hot and patient was burned at his left flank, thru the drape, but the drape was unaffected; there was no info on the severity of the burn or if anything was done for the burn. The procedure was lumbar fusion surgery